Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During procedure, after left superior pulmonary vein ablation, guidewire got stuck. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.